Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, with a test battery cap; the insulin pump alarmed failed battery test alarm due to corroded battery tube. All of the buttons are functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
It was reported that customer received a failed battery alarm and insulin pump was not recognizing battery. Customer's blood glucose was 135 mg/dl. Customer reported that battery compartment was wet. It was also reported that area near battery compartment was cracked. Customer was advised that insulin pump would be replaced.